Event description:
It was initially reported that during a sleep study, it was noticed that the pt was having sleep apnea every 2.8 minutes. The pt's settings were at 1.25ma/30hz/500pw/30sec on/1.8min off. The pulmonologist believed that the vns and the apnea were related. At a follow-up visit with the neurologist, the pt's settings were changed to 20hz and 250pw, with all others remaining the same. It is unclear if this has resolved the sleep apnea with the pt, but it is expected for the pt to have a sleep study performed to confirm the apnea. Later, the pt indicated that he recently had 2 full blown seizures and several auras, of which he has been seizure-free for the last four years. The pt was concerned that his device was at eos. The pt is concerned that his battery has aged because he has had it implanted for about 8 years. The pt also reported that the physician told him that "the leads and generator are fine." There have been no medication changes recently. A battery life calculation was performed based on info available in the MFR's programming history database, which resulted in approx 1.08 years until eri=yes. The pt has asked to be referred to the surgeon for battery replacement. Follow-up with the rn at the neurologist's office indicates that the pt had a history of obstructive sleep apnea and it is believed that it was not caused by the vns. The sleep study has still not been performed at this time. Good faith attempts to obtain add'l info have been unsuccessful to date.